Event description:
It was reported that the customer had high blood glucose levels of 163 mg/dl. The customer reported a motor error alarm from the insulin pump during bolus. The customer also reported several no delivery alarms prior to the motor error alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer also reported that the battery of the insulin pump kept fluctuating and failed a self test. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The insulin pump was downloaded to carelink properly. The auto off alarm feature working properly. The battery icon worked properly. The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.